Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) year old white male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella cp. The device was inserted without issue, however, the patient developed an access site bleed. After unsuccessful attempts to achieve hemostasis using manual compression and a femostop, the physician made the decision to remove the device surgically and deliver 2 units of blood products. No injuries to the vessel were found. The physician alleged the device's repositioning sheath had not sealed the site effectively, leading to the bleed.